Event description:
It was reported that the patient underwent da-vinci assisted nipple sparing prophylactic mastectomy on (B)(6) 2023 as part of a clinical study. The procedure was completed without any intra-operative complications nor any da vinci system, instrument or accessory malfunction reported. The patient was discharged the next day with no post-operative complications noted. On (B)(6) 2023, three spots of skin blisters were discovered. The skin blisters were estimated as size around 3-5mm, without appearing charred or bruising. The patient underwent skin excision on (B)(6) 2023 at the plastics clinic as the medical intervention. The study investigator assessed the event as related to the da-vinci assisted procedure but not related to any of the da vinci products.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.